Manufacturer narrative:
Conclusion / root cause: the blower assembly passed all test, the reported complaint of no output pressure was not duplicated. No fault was found on this returned blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Correct contact address: (B)(4).

Event description:
The customer reported no pressure from the device. No patient involvement reported.